Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no moisture damage found on the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 165 mg/dl at the time of incident. The insulin pump will be returned for analysis.